Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the proximal lad. It is reported that the patient suffered with unstable angina approx 3 days post index procedure. An angiogram showed the stents were patent and patient recovered without treatment. The patient suffered chest pain the next day and a re cath showed total occlusion in-stent in the lad and in the lcx. It is reported that the patient suffered an acute anterior wall mi with severe left ventricular dysfunction secondary to mi and underwent emergency CABG surgery. It is reported that the patient recovered with treatment. Investigator indicated that there was a definite relationship to the study device. (MFR 2953200-2010-02331).

Manufacturer narrative:
(B)(4). Results: (myocardial infarction, revascularization).